Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. The customer changed infusion set and cartridge to resolve the occlusions. Ultimately, the customer reverted to an alternate method of insulin therapy.